Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip broke. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous lower leg. The 300cm, str journey guide wire was advanced through a non-bsc catheter. While attempting to pull the guide wire back into the catheter, the tip of the guide wire detached in the catheter. The wire tip was removed along with the catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.